Event description:
On (B)(6) 2011 I had the permanent birth control essure implanted into my body. After about a year, I started to notice constant cramping, very heavy menstrual cycles and severe sharp pains that will come and go in my lower abdomen. I do not have the energy that I used to have, I always feel as if I don't get enough sleep. I have very bad night sweats, I will wake up and my shirt will be soaking wet. Even though I workout and diet, I can not seem to lose the weight in my lower abdomen. I have never experienced any of these symptoms before I had essure. I am currently working with my doctors to determine why I am experiencing this. In (B)(6) of this year, I was sent to the emergency room for severe abdominal pain and dehydration. I was diagnosed with a bacterial infection(?). I believe that this is all related to the essure.